Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient has an explant scheduled. It is unknown if it has occurred at this time. It is unknown why the patient is having product(s) explanted at this time.

Event description:
Patient had system explanted to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.